Event description:
During preparation for cardiopulmonary bypass, the device unexpectedly displayed an "air detected" alarm, when no air was present. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions drawn.